Event description:
Pt was taken to laboratory for coronary angiography. The left main coronary artery was found to be smooth and normal, the left anterior descending contained only a minor eccentric 40% lesion in the proximal section. The circumflex artery was free of significant disease. The culprit lesion was in fact in the right coronary artery. This vessel was large and anatomically dominant. There was a 95-99% type b long lesion in the mid section of the vessel adjacent to the right ventricular branch. The right coronary arose anteriorally from the right coronary cusp. In view of his presentation and coronary angiographic findings a decision was made to proceed directly to angioplasty. A 6 french jr4 guiding catheter was positioned into the ostium of the right coronary artery. Unfortunately the lesion could not be crossed directly and primarily with the pressurewire sensor and this was therefore withdrawn and replaced with a 0.014" balance guide wire. The pressurewire sensor did not buckle, fold or prolapse during the attempted primary lesion crossing. Prior to reinserting the pressurewire sensor into the guiding catheter (using the introducing tool) the doctor became aware that the tip of the wire was missing. The transducer seemed to be intact on the end of the wire but the lead wire was missing. It is possible that the wire was damaged while attempting to cross the lesion although at no point did the wire buckle or invert. It is also possible that the wire was damaged on withdrawal from the coronary artery into the guiding catheter in view of the anterior angulation of the take off of the right coronary artery. It is equally possible that the wire was damaged prior to its initial insertion into the body and this was not detected when the introducing tool was inserted through the tuohy-borst guiding catheter. Attempts were made to snare the tip of the pressurewire sensor using a snare device but this was unsuccessful. The embolized wire tip remained in a small subbranch of the right internal iliac artery. There were no symptoms or consequences of this.